Event description:
It was reported that failure to advance occurred. A 4.00 x 8mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, failed to cross the lesion and st-segment elevation myocardial infarction (stemi) occurred. No further information was provided. It was further reported that the no cross event did not cause the stemi.

Event description:
It was reported that failure to advance occurred and st-segment elevation myocardial infarction (stemi) occurred . A 4.00 x 8mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, failed to cross the lesion and st-segment elevation myocardial infarction (stemi) occurred. No further information was provided.